Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal assembly was unable to be inserted. Initially, closure was attempted with parclose (abbott). However, hemostasis was not achieved as the foot was unable to be positioned properly. The angio-seal device was then used for hemostasis. However, hemostasis also was not achieved as the locator/insertion sheath assembly was difficult to insert into the artery. The device was not used, and an angio-seal 6 french device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The type of procedure performed was hemostasis. The blood loss was less than 250cc. The reported event did not result in patient injury and/or require medical or surgical intervention. The physician commented that even though the procedure sheath used during the procedure was compatible with an angio-seal 6fr device, the physician initially selected angio-seal 8fr device because the procedure sheath had a larger outer diameter. As the treated lesion was severely calcified, it was likely that there was also severe calcification in the vessel around the puncture site. The procedure before deploying the device was permanent pacemaker insertion (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was the right common femoral artery.